Event description:
It was reported that three stents were implanted in the patient's rca, two vision stents and one zeta stent. One day following the stent implantation, the patient was reported to have passed away with an acute stent thrombosis (sat).